Manufacturer narrative:
Product analysis: the device was not returned as it was discarded. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with mild annular and aortic calcification, during the first deployment attempt, the valve dislodged. The valve was recaptured. At 80% on the second deployment, at an implant depth of 2mm on the non-coronary cusp, the valve was released. Upon release, the valve appeared to ¿dive¿ ventricular. Angiography and echocardiogram confirmed severe paravalvular leak and a very deep implant. A decision was made to convert the procedure to an open heart sternotomy and surgically explant the valve. A non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Angiography and echocardiogram confirmed severe paravalvular leak and a very deep implant. The event description does not indicate a potential manufacturing issue. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, based on the event description, the dislodged valve and deep implant most likely played a role in the reported pvl occurring. The patient was converted to an open heart sternotomy procedure and surgically explanted the valve. A non-medtronic surgical valve was implanted. No additional adverse patient effects were reported. This event does not indicate device misuse or malfunction. Trends for this event type have been assessed and have been reviewed in the product quality meeting (pqm) and no further action is recommended at this time. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.